Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the glidescope core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and confirmed the reported image issue. When connecting the reported smart cable to known, good, test verathon equipment, the smart cable produced a grainy, discolored image. There was no sign of physical damage upon visual inspection. The glidescope core smart cable failed verathon's functionality testing. Upon completion of the evaluation the glidescope core smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the cable. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the video was wavy, distorted, and intermittent. Upon following up with the customer, they reported that "the distortion gave the picture a sort of kaleidoscope effect where because of the lines, nothing was distinct." The procedure was completed using another glidescope system which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.